Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/15/1997-supplemental report #3 submitted to FDA. Please disregard supplemental report #2 submitted to the FDA on 11/3/1997. This is not a duplicate submission. Please reference submissions dated 9/23/1997 (initial report) and 11/14/1997 (supplemental report) under MFR report # 1219930-1997-02104 for all info pertaining to this event.